Event description:
Patient reported that their t: slim x2 pump displayed a "cgm error (42t)" with the message that bluetooth could not operate. As a result, patient was unable to access the bluetooth or cgm settings on the device. There was no adverse impact to the customer's blood glucose level. There was no additional information received regarding any corrective actions taken by the customer or technical support.